Manufacturer narrative:
"Correction/removal number: 2032227-060322-002-c. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
(B)(4). Initial notes: cust stated he has the 640g. He is having some trouble with the batteries. Inquired what led up to the complaint. Customer response: he tried rechargeable batteries and it did not work. He tried non rechargeable batteries. He does not get the red light and nothing on the screen. He had low battery and he changed the battery. Display: flashing, white, or blank t/s per (B)(4). Cust stated he is not happy with this pump. Every time he gets on the plain it blocks. The buttons get ridged and you cannot do anything with it. He was told by the hospital to take out the battery and put a new one in. Sometimes it works or it may take up to half hour for it to work. Customer reports display is blank. Question - was display blank less than 30 seconds? Response: 45 minutes. Customer states display is not blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: alkaline energizer battery. Question - are contacts on battery cap missing or damaged? Response: it is missing. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. Cust stated he just found the missing metal piece. Expl we are aware of the buttons sticking when on the plane and the hospital adv him correctly to remove the battery for the pump to reset and for the buttons to reset. Customer's outcome pertaining to the complaint: expl we will submit the request to he local office to send a replacement battery cap. Ship: acc-1599 / return: nothing. (B)(4). Initial notes: cust stated he has the 640g. He is having some trouble with the batteries. Inquired what led up to the complaint. Customer response: he tried rechargeable batteries and it did not work. He tried non rechargeable batteries. He does not get the red light and nothing on the screen. He had low battery and he changed the battery. Display: flashing, white, or blank t/s per (B)(4). Cust stated he is not happy with this pump. Every time he gets on the plain it blocks. The buttons get ridged and you cannot do anything with it. He was told by the hospital to take out the battery and put a new one in. Sometimes it works or it may take up to half hour for it to work. Customer reports display is blank. Question - was display blank less than 30 seconds? Response: 45 minutes. Customer states display is not blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: alkaline energizer battery. Question - are contacts on battery cap missing or damaged? Response: it is missing. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. Cust stated he just found the missing metal piece. Expl we are aware of the buttons sticking when on the plane and the hospital adv him correctly to remove the battery for the pump to reset and for the buttons to reset. Customer's outcome pertaining to the complaint: expl we will submit the request to he local office to send a replacement battery cap. Ship: acc-1599 / return: nothing . (B)(4). Customer is calling back to sts was sent a belt clip instead of battery cap reviewed notes and sts will send correct item. Remind customer to maintain backup plan if pump is not working correctly. (B)(4).